Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic hernia repair, the doctor felt that the blunt stylet was harder to retract than usual, and the needle was not pushed through the tissue as smoothly as it should be. Another device was used to complete the case. There were no adverse consequences to the patient.